Event description:
Note: this pertains to the first of two expect pulmonary olympus needles that were used in the same procedure. It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in the mediastinal lymph node during an endobronchial ultrasound-guided fine needle aspiration (ebus fna) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician pulled the stylet a little bit to initiate the procedure and the stylet was jammed. He tried to pull it back but it was coming out tightly and after an extent the stylet broke. The physician tried to retrieve the stylet. However, the other half of the stylet remained inside the patient's body. The physician took the second needle and the stylet was again tight in this needle too. He tried to pull it but it was not coming back. The procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block g5: premarket / 510(k) #: k163248 & k151895. Block h6: device problem code a27 are being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results: the returned expect pulmonary needle was analyzed, a visual evaluation was performed and found the stylet was broken and wavy. Also, the sheath was found kinked/bent at the proximal and distal sections. A functional evaluation was performed, which noted that a part of the stylet was broken and stuck inside the device unable to be removed. No other issues were noted. Based on all available information and the condition of the returned device, it was most likely caused by the manipulation of the device during the procedure, also during insertion into the scope or if the device was advance through a difficult anatomy kinking the device. As a result, resistance caused by the friction between the sheath and the stylet can make it difficult to remove the stylet. The investigation concluded the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this pertains to the first of two expect pulmonary olympus needles that were used in the same procedure. It was reported to boston scientific corporation that an expect pulmonary olympus needle was used in the mediastinal lymph node during an endobronchial ultrasound-guided fine needle aspiration (ebus fna) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the physician pulled the stylet a little bit to initiate the procedure and the stylet was jammed. He tried to pull it back but it was coming out tightly and after an extent the stylet broke. The physician tried to retrieve the stylet. However, the other half of the stylet remained inside the patient's body. The physician took the second needle and the stylet was again tight in this needle too. He tried to pull it but it was not coming back. The procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.